Manufacturer narrative:
Device eval by manufacturer: the leveen superslim needle electrode was returned for analysis. No damage was observed on the handle; however, it was observed that the needles were bent. The handle was extended and retracted, and the needle/tines could be activated without any issues. An electrical evaluation was performed by measuring the continuity, and the electrode was able to conduct current indicating proper connectivity.

Event description:
It was reported that the needle was deformed and in a deployed state upon unpacking. A 3.0/17/15 leveen superslim needle electrode was selected for use in the radiofrequency ablation of lung tumors. During preparation, upon unpacking the device, it was noted that the needle was deformed and was in a deployed state. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Event description:
It was reported that the needle was deformed and in a deployed state upon unpacking. A 3.0/17/15 leveen superslim needle electrode was selected for use in the radiofrequency ablation of lung tumors. During preparation, upon unpacking the device, it was noted that the needle was deformed and was in a deployed state. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.